Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No data was available. The complaint device was returned 08/09/2018 for evaluation. Performed visual inspection and passed. Performed voltage test and passed. Performed pairing test and failed. Performed share log review and no issues were found related to customer complaint. The reported event of a loss of connection was not confirmed. The reported allegation was not found. The problem is not confirmed because the share log contains nothing related to the customer complaint.